Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not move forward and the cannula was not visible; indicating the needle mechanism did not deploy as intended. The pod was worn for less than an hour. No adverse patient impact was reported.

Manufacturer narrative:
The device was received with the cannula not deployed. During the investigation, the ratchet gear was manually advanced, and the cannula assembly successfully deployed. The download data indicates that the device ran 47 pulses and then was deactivated. Based on the investigation the device functioned as intended and was deactivated before running enough pulses to deploy. Found contamination on the commutator cap. The device was reset, connected to a pdm and programmed to deliver a (B)(4) unit bolus. The ratchet gear did not rotate. The reset data reported an 0x5c hazard alarm with a drive stall. An external power supply was used to actuate the hook talons via the sma wires. The ratchet gear stopped rotating after a few pulses even though the hook talons continued to move. Found that the top ratchet gear retainer pin was not seated properly. The ratchet retainer pin was seated properly and the device was reset and delivered a (B)(4) unit bolus with no issue. No rotational sensor errors were observed in reset data when the ratchet retainer pin was seated properly indicating the contamination on the commutator cap did not affect the devices functionality.